Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 1/27/93 and revised on 1/20/97 due to "non-inflation." The physician stated that during the surgery it was noted that there was a "complete fluid loss due to a tear at the left cylinder connection to the tubing." A pump, two cylinders and a reservoir were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed a separation/leakage site in cylinder #1's strain relief at the apex. This is the only site of leakage. Examination of the surfaces of the separation revealed markings characteristics of stress(s) induced rending. Opposite the separation five crease marks are observed. Based on the limited info received and qa's examination, qa concluded that while in-vivo cylinder #2's strain relief was partially kinked. Qa further concluded that this positioning in combination with device usage over time, contributed to sufficient stress(es) to rend the strain relief at the noted site. This rent would allow the reported loss of fluid and render the device inoperable, confirming the report of "non-inflation."

Event description:
Device was removed due to "non-inflation". Entire device was removed and replaced with another 3-piece inflatable penile prosthesis. 2/4/97 - on this date, the physician/surgeon called co's office and reported..."the revision was performed due to non-inflation of the device. At the time of surgery, it was found that there was a complete fluid loss, secondary to a tear at the left cylinder connection to the tubing".